Event description:
During preventive maintenance by a service technician this bio-console 560 instrument had a defective battery issue. After full charge of batteries, the unit is disconnected from the main voltage, then the unit shuts down within a few seconds. This was detected during service so there was no patient involvement, so no adverse effect occurred.

Manufacturer narrative:
Device evaluation summary: during preventive maintenance by service technician, it was observed that bio-console 560 had a defective battery issue, no errors found in log, and found one broken cover for the fan filter. Issue was resolved by cleaning the unit, cleared error log, and replaced fan filter, batteries x 2, and the fan filter cover. Preventive maintenance was performed as per specification. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic received additional information that the battery has been installed in the instrument for almost 2 years, installed in (B)(6) 2022. The lot number of the battery removed from the instrument is 0011464651. The battery charge indicator and battery alarms were both working appropriately. A.1. Correction pt identifier updated to none d.5. Correction operator of device updated to other,service technician. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.